Event description:
On (B)(6) 2020, pt with noted pump stops and low pump speeds. X-ray negative for driveline breakage. Frayed outer shield noted and covered with rescue tape. Pt admitted to non-compliance with driveline anchor. Suspect short to shield. Pt placed on non-grounded power cable with resolution of issues.